Event description:
Additional information has been received from the user facility. The event occurred after cardiopulmonary bypass. There was no patient involvement, no delay, the product was not changed out, the procedure was completed successfully with no blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on oct 6, 2019. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - added additional information). D1 (corrected brand name). D4 (corrected model number and unique identifier (UDI) number). D10 (date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). H3 (device evaluation anticipated by manufacturer). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date). (Date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to additional information and device evaluation). (Device evaluated by manufacturer). (Device manufacture date). (Identification of evaluation codes (B)(4)). (B)(4). The affected sample was reviewed and confirmed that the venous inlet was broken. No other damage is present on the device. A representative retention sample was reviewed with no anomalies on the device. It is most likely that an excessive bending force was applied to the venous inlet causing it to break off. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the connector breaks off when the clamp was placed on the venous line near the reservoir. It is unknown when did the event occurred, whether there was a delay in the procedure, whether the product was changed out, whether there was blood loss or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.